Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the patient's ventricles became enlarged. As a result, the device was moved. The surgeon is suspicious of whether or not the appropriate flow rate was achieved.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
On (B)(6) 2011, the device was implanted via l-p shunt at 200mmh2o. On (B)(6) 2012, it was noted that the ventricles of the patient's brain became large. On (B)(6), the device was removed from the patient. The doctor suspected if appropriate flow rate was obtained or not. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.